Event description:
According to the reporter, during hemodialysis treatment, a crack and leak were observed on the blue luer adapter. The catheter was not repaired, there was no instrument used to loosen or tighten the device, there was a luer adapter issue, octanisept was used as the cleaning agent on the device and to the adapters. It was necessary to explant the catheter. There was no blood loss and blood transfusion was not required. The catheter was explanted as the intervention/treatment as the result of the adapter issue, nothing unusual was observed on the device prior to use, flushing was performed with normal result, there was no other product utilized with the device and the cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis treatment, a crack and leak were observed on the blue luer adapter. The catheter was not repaired, the adapter was loosen or tighten by hand (there was a special procedure for this) and there was no instrument used. There was a luer adapter issue, octanisept was used as the cleaning agent on the device and to the adapters. It was necessary to explant the catheter. There was no blood loss and blood transfusion was not required. The catheter was explanted as the intervention/treatment as the result of the adapter issue, nothing unusual was observed on the device prior to use, flushing was performed with normal result, there was no other product utilized with the device and the cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. There was no reported patient injury.